Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a rod cutter was not cutting smoothly and is difficult to get out of the cutter.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. It was able to cut a rod, however the cutting surface was worn so the edges of the cut were rough. No other visible or functional issues were identified. A review of the manufacturing records did not identify any issues which would have contributed to this event. The cause is attributed to general wear from a high volume of rod cutting events.